Manufacturer narrative:
H6: the exports/logs were returned for clinical analysis. The analysis determined that the probable root cause of laterally deviated left screws and medially deviated right screws is a patient shift due to the waterbed effect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the right l4 screw was entered medially, breaching the canal. This was discovered after a confirmation spin with a post-operative computed tomography. The case required revision surgery, which was planned for the following day. The patient was noted to be affected. There was no surgical delay time. Additional information was received. It was reported that the patient experienced no symptoms related to the screw canal breach and the deviation appeared to be about 10 millimeters (mm).

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.